Event description:
It was reported that device gave alarm blockage/ canister full. New canister was attached and then the problem was solved. No harm or injury reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable causes include kinks, leaks, blockages and or a defective component. No batch lot number has been provided rendering a review of the device history not possible. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.